Event description:
A malfunction alarm was reported, indicating a problem with the pump displaying malfunction code 12. Initially, there was no adverse impact on the customer's blood glucose level as it did not exceed dangerous thresholds. The customer was instructed to reset the pump, but the issue persisted. Technical support decided to replace the pump and instructed the customer on using a pre-paid label to return the faulty device. Meanwhile, the customer opted for multiple daily injections (mdi) as a backup insulin therapy.